Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, serial # unknown, product type lead.

Event description:
Information was received regarding a patient with a lead implanted. Health care professional reported that the patient had multiple revisions and that they believed the lead was constantly migrating after they would implant it. Multiple programming was performed to troubleshoot. No further complications anticipated.